Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump not allowing him to calibrate. The customer¿s blood glucose level was 414 mg/dl at the time of the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.